Event description:
Related manufacturer report number: 2017865-2022-17281. It was reported that a patient presented to clinic for follow up. It was noted that the atrial lead had dislodged and was not capturing. The patient exhibited symptoms of discomfort and fatigue. The physician elected to explant and replace the atrial lead. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies with the exception of procedural damage. All tines were intact and undamaged. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.